Event description:
It was reported to boston scientific corp on june 4, 2009 that a jagwire was used during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6)2009. According to the complainant, the jagwire kinked and the coating started to peel off by the biopsy port. There was no detachment of the coating nor was any resistance encountered. The physician completed the procedure with another jagwire. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The device has been received by this MFR, however, the investigation has not been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).